Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information had been requested and the following was received: did the suture break near the swage? Or did the needle pull off from the suture thread? The suture broke after first pass.

Event description:
It was reported that a patient underwent a herniorraphy on an unknown date and suture was used. During the procedure, the suture broke suture after first pass. Another like device was used to complete the procedure with no adverse patient consequences. Additional information had been requested.

Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to the FDA: (B)(4) 2018. Investigation: an unopened sample of product was returned for analysis. During the visual inspection of the sample, it was observed that the suture is swaged excessively at the end of the barrel; this condition caused degree of suture damage resulting in a chipping defect. The suture was examined along of the strand and only damaged on the swage area was observed. In addition, a functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/ packaging criteria were met prior to the release of this batch. Per condition of the sample, the assignable cause of the performance ¿ breakage suture, is a chipping defect

Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to FDA: (B)(4). Evaluation summary: the actual sample was not returned for analysis. Only a picture of the sample was received for analysis. Upon visual inspection of the picture, a damage suture at the swage attachment area could be observed. However, no conclusion could be reached on how this happen as the device was not returned for analysis.

Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.